Event description:
It was reported the screen on the insulin pump was fully blank. Customer's blood glucose was unk. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.